Manufacturer narrative:
The reported device has been returned and is currently undergoing investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving lower readings from the adc device compared to a competitor brand meter. The customer did not experience symptoms but was seen by a healthcare provider who obtained a reading of 546 mg/dl on their meter and administered unspecified IV and saline for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report, the investigation results were inadvertently omitted from the initial submission. Section h6 and h10 have been updated with investigation results.

Event description:
A customer reported receiving lower readings from the adc device compared to a competitor brand meter. The customer did not experience symptoms but was seen by a healthcare provider who obtained a reading of 546 mg/dl on their meter and administered unspecified IV and saline for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.